Event description:
Patient reported obtaining a blood glucose result of 213 mg/dl, on the suspect device, while experiencing hypoglycemic symptoms. Based on patient's symptoms, his spouse phoned emergency medical services for assistance. Upon their arrival, 30 minutes later, patient's blood glucose reportedly measured 50 mg/dl on paramedics' blood glucose monitor. Patient was subsequently transported to the hospital, where his blood glucose measured 48 mg/dl, on a hospital device. Patient indicated that he was admitted to the hospital and given food to elevate blood glucose. Patient noted that he remained hospitalized for 3 days, due to an unrelated heart condition. Patient's current performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.